Event description:
Philips received a complaint on a patient monitor efficia cm100 indicating that upon device startup, the monitor continuously reported a speaker malfunction and the audible alarm sound could not be enabled. A device restart was performed; however, the issue persisted. The device was not connected to or in use on a patient at the time of the event, and there was no patient involvement.

Manufacturer narrative:
E1 reporting institution phone #: (B)(6). E1 reporter phone #: (B)(6). Analysis was performed by onsite service personnel which included efforts to reproduce the reported issue. The reported issue was successfully reproduced by observing the monitor's alarm information during operation. Diagnostic testing confirmed that the monitor continuously reported a speaker malfunction, preventing the audible alarm function from being activated. Functional testing of the monitor was performed, and the results consistently demonstrated that the alarm speaker remained in a malfunction state and the sound could not be turned on. Further inspection identified that the speaker socket on the motherboard was short-circuited and had become detached from the board. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the damaged speaker socket connection on the motherboard. The issue was resolved by re-welding the speaker interface and the product is back in service.